Manufacturer narrative:
H6: type of investigation code-10 investigation findings code-3194 investigation conclusions-140 = in30af. Per visual inspection: no physical damage noted to cartridge holder. Front cap shell won't lock in place. Inpen paired to the commercial app. Inpen received with leadscrew 1/4 of travel. Performed bayonet bond investigation and found leadscrew and cartridge stop rotating together when dispensing due to broken bayonet bond. Unable to perform baseline/wireless functionality and displacement dose accuracy test. Unable to perform leadscrew reset torque test due to bayonet bond failure. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion: broken bayonet bond can affect insulin delivery. Therefore, the customer concern of leadscrew anomaly was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an issue where turning the dial produces no click, and the pump fails to dispense insulin. The customer reported no adverse event. The event involved product(s) mmt-105elblna. Troubleshooting was performed and the customer was advised that the inpen will be replaced and advised to revert to a backup plan per health care professional instructions. No harm requiring medical intervention was reported. The customer will discontinue to use the inpen. Mmt-105elblna was requested and customer response was the device will be returned.